Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: the returned product is investigated. The red safety button has completely loosened as described. Furthermore, the filter was detached from the introducer. Under normal condition the filter is preloaded to the introducer. During manufacturing it is inspected, if the filter is loaded to the introducer and that the red safety button is tightened. The investigation of the returned product did not reveal any indication that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician noticed that the red hub was completely loosened and separated from another thread when he opened the package of the device. Another device for jugular approach was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient.